Manufacturer narrative:
The doctor reported that the dental implant was removed after noticing foreign body in the implant. No patient complications were reported. In the evaluation of the device by the manufacturer no foreing body or defects were found in the implant. No similar incidents are known

Event description:
Dental implant removal due to suspectec lack of sterility